Manufacturer narrative:
Weight, ethnicity, and race:unk. (B)(4). Claim# (B)(4).

Event description:
It was reported that a 12.6mm vticm5 12.6 implantable collamer lens of -9.0/1.5/085 (sphere/cylinder/axis) was damaged (tear/break) while injecting into the right eye (od) and aborted the surgery without implanting the lens. There was patient contact with no patient injury. A replacement lens of the same model and size and power was implanted. This resolved the problem. Cause reported as unknown.